Event description:
Performed aggressive flush on port access site after patient received her chemo. Flush fluid leaking out of equashield male adapter on proximal hub of huber needle setup. Site had been flushed with ns post chemo, so no chemo spill occurred.